Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced abdominal fullness, nausea and vomiting during therapy with the homechoice device. The patient reported they were ¿stuck on fill 1 of 3¿ and proceeded to turn off the device. At the end of therapy, a manual drain was performed and 1106 ml was drained. The cause of the events was not reported. The patient requested to go to the hospital, emergency services was called. The patient was not hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.